Manufacturer narrative:
No device or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. This device is used for treatment. Products history search revealed no additional complaints against the related part and lot combination. It was reported that the surgeon used smith and nephew stem with zimmer head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon implanted a zimmer endo head with a competitor stem. The surgeon was aware of this being off label use, but wanted a fit-and-fill stem.